Event description:
A customer reported a delivery delay with a replacement adc blood glucose meter. The replacement device was issued as customer had reported a damaged display. Due to delivery delay, customer reported they experienced hypoglycemia with a loss of consciousness, and required treatment of glucose injection and oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unknown. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and optium meter, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc blood glucose meter. The replacement device was issued as customer had reported a damaged display. Due to delivery delay, customer reported they experienced hypoglycemia with a loss of consciousness, and required treatment of glucose injection and oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Frozen display was not observed. The complaint was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Precision xtra meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life as of the case awareness date of 11-nov-21. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. Missing or incomplete segments or icons was not observed. The complaint was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Precision xtra meters are guaranteed to be free from defects in material and workmanship for a period of no more than 4 years from the date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life as of the case awareness date of 11-nov-21. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc blood glucose meter. The replacement device was issued as customer had reported a damaged display. Due to delivery delay, customer reported they experienced hypoglycemia with a loss of consciousness, and required treatment of glucose injection and oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc blood glucose meter (B)(4) has been returned and is undergoing investigation process. A follow-up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The reported adc blood glucose meter is no longer manufactured. "Brand name" and "model no" provided are for the same/similar adc blood glucose meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc blood glucose meter. The replacement device was issued as customer had reported a damaged display. Due to delivery delay, customer reported they experienced hypoglycemia with a loss of consciousness, and required treatment of glucose injection and oral glucose by a third-party. There was no report of death or permanent injury associated with this event.